Event description:
It was reported to covidien on 06/19/2010, that a customer had an issue with a catheter, continuous flow. The customer reports that after removing the trellis some extravasation was noted upon fluoroscopy. Device was passed safely over a glidewire and surgeon suspected the age of the clot and challenge of placing the wire through the clot as the reason for extravasation. No special treatment, the physician stated it would heal on its own.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.